Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. One bio-tenodesis screw driver was returned. The distal hexagonal driver tip was broken-off. No other damage or other abnormalities were observed. The material type and all measurable critical dimensions were found to be within specification. The complainant's event is most likely caused by prying/leveraging the driver while the implant is still loaded. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
Tip of driver broke off in the screw during a wrist procedure. Surgeon tried to remove it but the screw was firmly in the bone, holding the tendon. He did not want to jeopardize the repair.